Event description:
A report has been received from a hemodialysis facility of a suspected allergic or hypersensitivity reaction to the dialyzer. The event occurred on (B)(6) 2011, when approximately 10 minutes into treatment, the pt experienced what was described as an "internal itching". The pt was described as complaining of generalized pruritus and was treated with po benadryl and atarax. No cardio-respiratory compromise was reported. Reportedly, the pt remains on the same dialyzer for treatments and has tolerated the treatments with occasional pruritus. The facility is continuing to seek the cause of the symptoms. New information learned states that the pt was switched to a different dialyzer but still complained of pruritus.

Manufacturer narrative:
(B)(4).